Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system exhibited a high out of range pace impedance measurement on the right atrial (ra) lead triggering a lead safety switch (lss) and an associated signal artifact monitor (sam) alert. It was indicated that the device was already programmed to a ventricular-only pace and sense mode due to the patients chronic atrial arrhythmia. Boston scientific technical services (ts) indicated this issue is likely related to a device header spring contact issue as the ra impedance has returned to normal since the lss. Ts provided guidance to the boston scientific representative (rep) to consider programming off the ra measurements as the ra lead pacing and sensing are already programmed off. The rep indicated they would suggest this to the clinic. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited a high out of range pace impedance measurement on the right atrial (ra) lead triggering a lead safety switch (lss) and an associated signal artifact monitor (sam) alert. It was indicated that the device was already programmed to a ventricular-only pace and sense mode due to the patients chronic atrial arrhythmia. Boston scientific technical services (ts) indicated this issue is likely related to a device header spring contact issue as the ra impedance has returned to normal since the lss. Ts provided guidance to the boston scientific representative (rep) to consider programming off the ra measurements as the ra lead pacing and sensing are already programmed off. The rep indicated they would suggest this to the clinic. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited a high out of range pace impedance measurement on the right atrial (ra) lead triggering a lead safety switch (lss) and an associated signal artifact monitor (sam) alert. It was indicated that the device was already programmed to a ventricular-only pace and sense mode due to the patients chronic atrial arrhythmia. Boston scientific technical services (ts) indicated this issue is likely related to a device header spring contact issue as the ra impedance has returned to normal since the lss. Ts provided guidance to the boston scientific representative (rep) to consider programming off the ra measurements as the ra lead pacing and sensing are already programmed off. The rep indicated they would suggest this to the clinic. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this pacemaker device was subsequently explanted and replaced due to normal battery depletion approximately three years later. The ra lead remains in service connected to the new pacemaker device. No adverse patient effects were reported. The pacemaker device has been returned to boston scientific.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination of the device header and case noted no anomalies. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. In addition, the associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection.